Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead had become dislodged. Additionally, when the lead was repositioned, its helix was not retracted. Fluoroscopy confirmed the dislodgement. The resolution of the issue was unknown, but the patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.